Event description:
It was reported that the customer was hospitalized and it in the intensive care unit due to high blood glucose levels (499 mg/dl) and diabetic ketoacidosis. According to the doctor, the customer's pump was functioning as expected and the issue to human error. The customer was treated with intravenous insulin and released from the hosp on (B)(6) 2014. The customer reported that their blood glucose levels have stabilized.

Manufacturer narrative:
It was reported that the customer's blood glucose levels were caused because the customer ran out of insulin and did not refill their cartridge in a timely manner. The device has not been returned for eval. Should ne info become available, a supplemental report will be submitted.